Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date. B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer was not temping correctly. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
Additional information received. The incident happened a week or so after it was reported. The exact date of event is unknown. There was no patient harm or injury.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com.one device was received with the water tank contaminated with rust, quick connect corroded. Per functional testing, the temperature was not rising to meet the temperature on the temperature check. The complaint was confirmed. The root cause was a faulty water pump no longer recirculating water. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pump, corroded heater, corroded quick connect. Performed preventative maintenance (pm) changed o-rings, reservoir gasket and calibrated. The device passed all functional and delivery tests.